Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a functional issue. At analysis it was determined that there was a misalignment between the programmer stylus and the cursor position on the touchscreen, with calibration not possible. It was noted that the bezel was cracked, the handle required updating, the display rear cover was damaged, the upper right hinge, the upper and lower bullets were worn. It was further noted that the left keyboard sliding rail and left keyboard hinge were broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer had a functional issue. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.